Event description:
It was reported that the sterility of balloon catheter was compromised. The package that the xxl 12 x 4mm balloon catheter came in was ripped. Both the inner and the outer packaging were torn, compromising the sterility of the device. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.